Event description:
Customer reported hospitalization due to high blood glucose. The blood glucose reading is 120 mg/dl. Customer has been sick. The blood glucose reading at the time of the event was 500 mg/dl. Diagnosed diabetic ketoacidosis. Hospital treated with manual injection and insulin drip. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.